Event description:
Additional information received 11/28/2025 for mw5179440. Problem occurred listed above is an estimate. Tampon uncertainty issues and prevention. Please know, I'm no doctor or pro. On this, and I don't know if these notes may help a consumer, or if I was never supposed to be using such products. These products are rather personal, and I'm rather timid. I'm not trying to offend any manufacturer or female's choice. I know some women love tampons and don't mind feeling different parts of their bodies and I'm happy for them, I have appreciated the product in the past, though I think I would have been ok to not use tampons, too. Anyways, I feel I should share the following information and warnings, as they may have made a difference to me, and maybe could make a very helpful difference to others. What happened: I was a young teen, maybe 14 years old, and had used tampons for maybe under a year. I was on a family vacation with swimming and became unsure if I had a tampon in use or not. I could not find the [invalid] I thought I may had lost one while swimming, or maybe it was out of my normal reach after jumping into water, or maybe I had decided not to use one for then. It had maybe been all day and I knew I needed to be careful of misusing tampons. I could not find it after searching myself numerous times, but I was afraid to search very much. I asked for help but no one wanted to take me to a doctor. I read the instructions so many times, and had before, but found no help, except a phn. Number. I was in a rural location, and phones were not in easy reach. My supervisors offered to help, or maybe I asked them to help. They tried to search for it for me and used objects to try to find it. I stopped them after some minutes before a tampon was located or not. I felt too scared. This was traumatic to me b/c I don't think people other than a doctor or the user should find tampons, as it is a private area. Also, using objects not used by a doctor caused me to fear that my private parts could have been harmed. Also, not being in a doctor's office that didn't include gloves or specialized gear, caused me to also fear for my general health. I felt traumatized and hid the issue from myself for many years. I stopped using tampons a few years after the incident. My period seemed distraught since the incident until I started towards caring about 10 years ago, though this could have been caused for other reasons. I started writing the tampon companies and people involved. Finally 15-20 years after the incident I started seeing doctors, gynecologists, and psychologists. I eventually "checked my self out" and noted myself as ok (no tampon or tampon parts, and no noticeable scarring, and a healthy seeming period) in the last year, though then had an evaluation by a nurse who I found as acting inappropriate. Seemingly obviously, I shouldn't have let others help me and should've found different opinions/advice from other women. Like I have written above, I found that sharing this information may help another. In addition to warnings and notes already on tampons (thanks). Extra warnings on box or info. Sheet notes (draft) 1) warning on how a parent/supervisor of an underage tampon user may be needing to take the user in for a doctor visit if there aren't answers for tampon issues or if there's misuse, unless the user has their own medical access. - prevents doctor's office avoidance 2) warning on how a tampon user may have issues, and may need guidance outside of the info. On or in the box, or to visit a doctor's office. - prevents doctor's office avoidance 3) detailed notes on what to do and what not to do... On more advice and not letting other people help find the tampon or use objects to find the tampon, unless it's a doctor (or maybe a spouse? I don't know on those details). -preventing mental, possible physical harm. "Please contact for? S/comments." Thanks. Sincerely, (B)(6).

Event description:
Was a young girl and had used tampons for maybe under a year. I was on a family vacation with swimming and became unsure if I had a tampon in use or not. I thought I may had lost one while swimming, or maybe it was gone from my normal reach after jumping into water, and lost while I was using it. I knew I needed to be careful of tss (toxic shock syndrome) and also of making sure my female mensa was covered appropriately. I could not find it after searching myself numerous times, but I was afraid to search very far. I asked for help but no one wanted to take me to a doctor. My supervisors offered to help, or maybe I asked them to help. They tried to search for it for me and used objects to try to find it. This was traumatic to me because I don't think people other than a doctor or the user should find tampons, as it is a private area. Also, using objects not used by a doctor caused me to fear that my private parts were damaged. Also, not being in a doctors office that didn't include gloves or specialized gear, caused me to also fear for my general health. Traumatized, I finally around 20 years later started seeing doctors, gynecologists, and psychologists. I eventually "checked my self out" and also had an evaluation by an inappropriate nurse and ended up being ok. I prefer not to ever use tampons, anyways. Obviously, I should have not let others help me and I should have found different opinions on what to do from other women. Please see the following notes and suggestions if you would like: please know, I'm no doctor or professional on this matter, and I don't know if these notes may help a consumer, or if I was never supposed to be using such products. These products are rather personal, and I'm rather personal. I'm not trying to offend any manufacturer or females' choice. I know I appreciated the product when I liked things like swim team, and so on. None-the-less, I feel I should at least share the following warning(s), as they may have or may make a difference to me and maybe others. Extra warning (draft possibilities) 1) warning on how a parent/supervisor of an underage tampon user may be needing to take the user in for a doctor visit if there aren't answers for tampon issues or if there's misuse, unless the user has their own medical access. 2) warning on how a tampon user, in general, of age, may have tampon issues or misuses. The user may need to know how to check for tampon presence and multiple tampons. This could require careful research, advice, and if the user does not feel comfortable or doesn't have success, a doctor visit... As a lady who is not using tampons correctly, is said to be at risk for illness. If a lady wants to get checked out once she is not sure if she's using the tampon correctly, so that she won't be at a greater risk to get diseased, she may need to check herself out by herself or with a doctor without delay. If she can't do it herself, she will need more advice (and to not let other people help find the tampon or use objects to find the tampon), unless it's a doctor (or maybe a spouse? I don't know about spouses and tampons). This can cause a risk of traumatization to a girl who let others help, and she may think she could be damaged by objects people use trying to help find a tampon. Also, mentally she may regret having a person outside of a doctors office be in her personal area. Also, doctor's office specialized and gloved/ cleanliness attempts are preferred. Of course, as already seen on and in this product's packaging, if a lady has signs of toxic shock syndrome, she should go to a doctor's office immediately, as tss can be a life-threatening disease. Please let me know if you'd like more information or have any questions or comments. I'm happy to prepare a more official looking report if an outline is found. If I can help any more at all, please let me know, though please keep my info anonymous to records if that possible? Sincerely, (B)(6) thanks for your time. Was told from a test I had a sulfa allergy when a youth. Not sure if before or after incident. Allergies from a rather young age, in my youth.